Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a direct stenting procedure, the xience v stent delivery system (sds) was inflated to 6 atm, but the device could not be inflated over 6-7 atm according to the inflation device. The sds balloon was removed from the pt and another dilatation balloon was advanced to the deployed stent with some difficulty, however, it was able to be placed within the deployed stent for post dilatation. After the procedure, the device was inflated outside the pt's anatomy to test it, and a leak was observed at the distal part (small pin hole). Reportedly, there were no pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.